Manufacturer narrative:
Philips received a complaint regarding the philips heartstart xl+ defibrillator indicating that the system will not self-test. There was reportedly no patient involvement. Based on the available information, a replacement xl+ kit-therapy capacitor was sent to resolve the issue. The device remains at the customer's site. No further action is required at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator will not self-test. There was no reported patient involvement.